Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echocardiogram (tee), a device related thrombus was noted on the face of the device near the threaded insert. The thrombus was laminar, small and non-mobile. The device was noted to be in excellent position without any shift and only a less than 2mm leak along the mitral aspect of the device. The patient was noted to have sub therapeutic international normalized ratio (inr) at least some of the time period between implant and the 45-day follow-up. The plan moving forward is to maintain a therapeutic inr on warfarin. A recheck tee will be performed in 6 weeks.